Event description:
Drive devilbiss healthcare was notified of a complaint regarding a wheelchair by an end user's mother, who stated that her daughter "fell off of her wheelchair due to her wheel falling off while she was riding it," reportedly causing her to sustain minor scrapes, and loss of a front tooth, for which she received pain management in the hospital. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.